Event description:
During an rf procedure, the device did not work correctly. Troubleshooting efforts were unsuccessful and backup equipment was not available. The patient had already been given local anesthetic when it was decided to cancel the procedure. There were no adverse consequences reported as a result.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.